Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with the inner memeber separated. The reported difficulty to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified right coronary artery. During advancement, a 3.5 x 12 mm alpine stent delivery system could not advance over the guide wire. Another stent delivery system was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There was no additional information provided. Return device analysis revealed the inner member was separated.